Event description:
It has been reported that there was an inaccurate kvr associated with the 7700 system. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Test and adjusted kvp tracking and kvp out. The system was tested and found to be working as intended. The system was placed back into service.